Event description:
Device malfunction: cuff miss (device #1). Time of device malfunction. During vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The proglide device was removed and four proglide devices were attempted with the same results. Hemostasis was achieved using a perclose at device. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed. Devices #2 ,3, 4, and 5 - proglide (part #12673-05; lot #62153-6h), are being filed under separate medwatch reports.